Event description:
Please note associated medwatch 6000050-2006-00104. The device was removed without issue and subsequently this second wallflex enteral colonic stent was deployed. The stricture was successfully dilated. The following morning, the patient expired. Initial information provided by the clinician indicates the cause of death to be a result of a perforated bowel. Information to clarify the location of the perforation with regard to placement of the wallflex stent is not available at time of this submission.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.